Event description:
It was reported that the patient underwent a surgical procedure to have their artificial urinary sphincter (aus) replaced due to tubing erosion in the scrotum. The aus system was removed and replaced. There were no additional patient complications reported.